Manufacturer narrative:
Sensor 3mh00uxna1d has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. The sensor plug was properly seated in the mount. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed and all results were within specification. Additional testing has been performed for this issue and poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. All results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan error" error message was reported with the adc device. The customer was therefore unable to obtain sensor readings and experienced a loss of consciousness. The customer further reported they were able to self-treat with fiasp insulin (dose unknown) and pioglitazone (anti-diabetes medication). There was no report of death or permanent injury associated with this event.